Manufacturer narrative:
A beckman coulter customer technical customer support (cts) specialist assisted the customer troubleshoot the (B)(6) clinical chemistry analyzer over the phone. The customer requested field application support (fas) and cancelled after inspecting the instrument. The customer inspected the instrument and observed black debris on the ise tubing. The customer replaced the ise tubing to resolve the issue. The system returned to normal operation. Section a2, a3: information provided in b6. Refer to b6 section for details. Section a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported generation of erroneous erratic patient result on (B)(6) 2024, for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their (B)(6) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer provided examples of false results. Note: the customer provided patient data of false results for two (2) different occurrence dates. This report will address erroneous results generated on (B)(6) 2024. Report submitted on (B)(4) will address erroneous results for (B)(6) 2024.